Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and the reported failure could not be reproduced or replicated.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit for failure analysis investigation. The unit was analyzed and the logs showed (25913 pattern (2) m-18/c-01 errors. Visual inspection: (the unit has no significant scratches or dents. Th front bezel is in decent condition.) The unit energized and cauterized and all ports recognized instruments on system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was verified and was ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted ureterectomy surgical procedure, site informed the technical support engineer (tse) that monopolar energy on vio dv integrated electrosurgical unit (iesu) did not work. Site replaced three monopolar energy cords, but the issue was not resolved. Site wanted to perform a power cycle on the iesu but was worried that the power cycle could cause iesu error. The tse informed site that vio dv iesu could be power cycled without error. The procedure was completing as planned with no reported injury.